Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer's blood glucose was 374 mg/dl. The customer did not have the materials to perform an infusion set changed. Advised customer that a change was needed as soon as possible and that the needle may have been broken. Nothing further reported.